Manufacturer narrative:
Correction to h6 based on additional information. A device history record (DHR) review did not reveal any manufacturing nonconformance issues that would have contributed to the event. A lot history review was performed and revealed no other complaints relating to the reported event were identified. The instructions for use/training manuals were reviewed for guidance/instruction involving the devices. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for malpositioned thv was unable to be confirmed due to unavailable of relevant imagery/medical record. The complaints for leaflet tear and central regurgitation were confirmed based on the medical record. As reported 'during a transfemoral tavr procedure with a 23mm sapien 3 ultra resilia valve, the valve was implanted too high. A valve in valve procedure was performed with a second 23mm sapien 3 ultra resilia valve. The valve was successfully implanted. However, per report, it was discussed that maybe one of the leaflets of the first valve was sliced during removal of the wire. Per medical records received, a flail leaflet of the bioprosthetic valve causing central severe aortic insufficiency was observed. The valve in valve was noted to be well seated with good leaflet motion. The mean gradient across the valve in valve is 5mmhg.' Per the instructions for use (IFU), valve malpositioning is a known potential adverse event associated with the transcatheter valve replacement (thv) procedure. In this case, it was likely that the valve was not correctly positioning during deployment, resulting in thv deployed too high or thv malposition. As such, available information suggests that procedural factors (valve positioning and deployment technique) may have contributed to the complaint event. The excessive guidewire manipulation during the withdrawal could potential cut or slice the leaflet. As such, available information suggests that procedural factors (guide wire excessive manipulation during withdrawal) may have contributed to the complaint event. As such, available information suggests that procedural factors (guide wire excessive manipulation during withdrawal) may have contributed to the reported event. Per the instructions for use (IFU), central regurgitation is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to central regurgitation including malposition of the valve (as reported), impingement of a leaflet due to the guide wire, over inflation of the deployment balloon, post dilation of the implanted valve, and slow recovery of adequate ventricular flow post valve deployment and rapid pacing. All of these factors have the potential to contribute to suboptimal coaptation of the sapien valve leaflets and cause central aortic insufficiency. In this case, valve was deployed too high or malposition, which could reduce the blood flow back pressure, and lead to improper leaflets coaptation resulting in central regurgitation. Additionally, the leaflet torn could also contributed to improper leaflets coaptation or fully close, resulting central regurgitation. As such, available information suggests that procedural factors (torn leaflet, valve malpositioned) may have contributed to the reported event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by the field clinical specialist (fcs), during a transfemoral tavr procedure with a 23mm sapien 3 ultra resilia valve. The valve was implanted too high. Echo report showed a fail leaflet of the bioprosthetic valve causing central severe aortic insufficiency was observed. Therefore, a valve in valve procedure was performed with a second 23mm sapien 3 ultra resilia valve. The valve was successfully implanted. The valve-in-valve was noted to be well seated with good leaflet motion. The mean gradient across the valve-in-valve is 5mmhg. Per report, it was discussed that maybe one of the leaflets was sliced during removal of the wire.

Manufacturer narrative:
Investigation is still ongoing.